Event description:
It was reported that the user experienced hyperglycemia after an infusion set change, with blood glucose rising overnight and reaching 278 mg/dl; troubleshooting suggested an issue at the infusion site point of delivery, and the user was advised to replace the infusion set to ensure proper absorption. Symptoms included no acute clinical effects aside from grogginess. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included user-guided troubleshooting and education. Investigation of this case revealed a suspected site-related delivery issue with no pump alerts or alarms reported. It was concluded that the cause of the hyperglycemia was unclear, and user education on site management was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.